Manufacturer narrative:
14-sep-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Have so far not injured myself [no adverse event] brush head comes off...brush heads in mouth - oral-b [device breakage] case narrative: male consumer via phone stated that the oral-b toothbrush head came off of the oral-b genius x toothbrush into his mouth mid-brushing. No injury was reported. 23-aug-2023 case update from information initially received on 21-jun-2023: the suspect product lot was bc010130904. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Have so far not injured myself [no adverse event] . Brush head comes off...brush heads in mouth - oral-b [device breakage] case narrative: male consumer via phone stated that the oral-b toothbrush head came off of the oral-b genius x toothbrush into his mouth mid-brushing. No injury was reported.